Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported battery faulty / not holding charge. The customer reported no patient involvement.